Event description:
Prior to patient (pt) extubation, pt placed on CPAP 5 ps 5. Pt agitated and waking up with team present. Ventilator powered down without warning and rebooted. Pt immediately placed on ambubag and extubated from there. Ventilator tagged and taken out of service.